Event description:
Ng flushed with difficulty. Pt suffers from nausea and gagging. Abdomen distended, firm. Unable to maintain proper drainage and suction. When tubing inspected, an air leak was noted under blue tubing into insertion site of class tubing. Ng tube had to be pulled and another tube inserted. After new ng inserted, there was 2000 cc output in 8 hours and 5000 cc output over next 24 hours.